Event description:
It was reported that the patient experienced a jolting sensation. It was noted that the patient allowed his implantable neurostimulator (ins) to deplete and upon recharging the device, he felt "strong jolts" in his back. It was further noted that these jolts were spaced out with about 2 or 3 seconds in between. The patient noted that he saw the warning symbol when he stopped the recharging session. The patient reported that it had stopped since, and he was able to successfully recharge his ins. Additional information reported that the patient did not have concerns about their device or therapy. It was noted that the patient received assistance from their physician or manufacturing representative and their concerns were resolved. It was further noted that the patient had a physician's appointment on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).